Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 crts 3943294 (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient and their family/friend that the patient¿s device was ¿not really doing anything,¿ and further clarified that the patient was peeing non-stop,¿ and that the patient was ¿a mess.¿ the caller initially stated that the patient had been having those symptoms ¿for a couple weeks,¿ and stated that it was ¿getting worse,¿ and that the device had not been ¿working as efficiently. The caller also stated that at the same time these symptoms started they also started having ¿diarrhea,¿ for the last ¿4-5 weeks ago¿ and also noted that the patient got a urinary tract infection (not alleged to be related to the device/therapy) that started following the symptoms noted above. The caller stated that the patient was on 14 days of antibiotics for the uti (unrelated.) The caller stated that the patient had the device implanted for bladder control and inquired if the ins could cause diarrhea? Patient services reviewed the information with the caller. The caller also mentioned that the patient had a follow up health care physician (hcp) appointment on (B)(6) but it was noted that they later stated that the hcp follow-up appointment was on (B)(6) so it was not clear what date the hcp appointment was. The caller mentioned that they thought the hcp ¿did something,¿ at the appointment but it was not clear what had been done. It was noted by patient services that the caller was difficult to follow throughout the duration of the call and explaining the timeline of events. While on the call, the caller stated during troubleshooting that the handset showed ¿connection communication with device,¿ and clarified that the handset could not locate the communicator initially on the call. The caller stated that this issue had first occurred ¿today,¿ as the patient had been trying to adjust stimulation that day due to the symptoms reported above. The caller confirmed that the communicator was charged 25% or greater and stated the communicator was not plugged into the power supply on the call. The caller also confirmed that the communicator had not been dropped/damaged or wet. Patient services walked the caller through turning the communicator off and back and starting from the beginning of entering the my therapy application and the caller confirmed the handset successfully found the communicator and that they were able to confirm that the patient had been successfully able to communicate with their ins and access the patient¿s therapy details following repositioning the communicator correctly over their ins on the call. Upon syncing with the ins, the programmer showed that stimulation was on, on program 3 at 0.8 v initially on the call. After reviewing programming considerations and increasing amplitude/changing programs, the caller initially increased stimulation to 1.8 v on program 3 while on the call and following increasing the stimulation the caller reported the patient stated the stimulation felt painful at 1.8 v so it was decreased to 1.5v. The caller then confirmed that the stimulation felt comfortable at 1.5v and stated that the patient could feel stimulation in their lower buttock area. The patient was advised to review any directions previously provided by the hcp and reviewed with the patient that it took time for the body to respond to the therapy and therefore titrations should be discussed with the hcp. The caller was redirected to follow up with the hcp to discuss symptoms and programming and it was noted that the patient was going to monitor symptoms now that a change had been made and that they would follow up with the hcp if it didn¿t resolve. There were no further complications reported.